Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery continued uninterrupted.